Event description:
(B)(6) complaint handling unit reported a broken locking compression plate. A 9 hole locking compression plate distal femur plate failure at post lateral closing wedge osteotomy with autograft. Prior to the late failure, imaging looked good and there was union. The patient was told to increase activity and partial weight bearing. Plate broke at second most proximal row of distal locking only holes. The locking screws in situ, the locking screw in the most proximal locking hole

Manufacturer narrative:
Device was used for treatment. This individual adverse event report is being made in accordance with the synthes MDR exemption request dated (B)(4) 2011. A review of the events associated with the request was performed and it was determined that none of the events constitutes systemic issues related to product quality, changes in product design, method of use, or changes in expected risk thresholds. Review of the data also indicated no significant change in risk/benefit of each product category, no evidence of deficiencies in the design, labeling, or manufacture of the device. As no lot number was provided, no device history record review can be performed. The device is not being returned for evaluation, no further information is available on this event. No further investigation can be performed.